Event description:
This report summarizes 3 malfunction event(s), where it was reported the devices experienced difficulty loading and unloading the cot in the ambulance. There was no patient involvement.

Manufacturer narrative:
An additional event was identified and therefore added to this summary report.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 2 malfunction event(s), where it was reported the devices experienced difficulty loading and unloading the cot in the ambulance. There was no patient involvement.